Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to address customer's reported issue. Fse verified error from instrument error log and tried to run a rack of samples. The fse found led for s075 at sample loader (sld) was not working when rack moved to x1 axis. Fse reseated cables from s075 to sld board and unit is now functioning properly. Customer indicated the wash cover was not locking after the t110e upgrade. Fse adjusted s152 and lock assembly for b/f wash functioned properly. Fse then ran qc samples without any errors; all results were within acceptable range. The aia-900 instrument operated as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2310 sample rack not at start position occurs when the x1 starting point rack detection sensor s075 failed to detect a rack when the carry-in (y1) belt was driven. Operator is instructed to set the sample rack. Alternatively, check s075 and the carry-in belt mechanism. The aia-900 service manual under section 7 describes the following: s075 - x1 axis starting point rack; s152 - cover opening/ closing control in washer feeder unit. The most probable cause of the reported issue was due to a bad cable connection.

Event description:
On (B)(6) 2018, a customer reported getting error 2310 "sample rack not at start position" on the aia-900 instrument. Customer has tried "all set home" a few times and has shut down the analyzer, but error persisted. Technical support specialist (tss) instructed the customer to remove analyzer covers and clean the sensor but the error still persists. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting patient samples for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.